Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator bin 1.1 had failed to unlock and did not allow the facility to recover. A field service engineer confirmed that the customer had recovered the failed pocket. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator bin 1.1 failed to unlock and not allow facility to recover. The customer reported that users were unable to remove medications from refrigerator. There was delay in patient care as the user was able to obtain the medications from the pharmacy. There were no adverse events or injuries reported based on this incident.